Manufacturer narrative:
The device is expected to be returned to the manufacturer for further evaluation but has not yet been received. As additional information becomes available; a supplemental report will be submitted.

Event description:
It was reported that, on an unknown date, an engineer requested information on how to download the device's event log due to a reported over bolus, of an unknown medication, to a patient. There was no patient harm reported. No additional information is available at this time.

Manufacturer narrative:
The customer did not return the device for testing, therefore a comprehensive investigation into the complaint could not be performed. A service history review could not be performed as no serial number was provided by the customer. The event log and alarms log was not provided by the customer therefore no review could be carried out. The complaint cannot be confirmed. D9 - device available for eval - no.